Manufacturer narrative:
Medical device lot #: 7102632 was reported, however, this is not a lot# for this product. Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that during use the stopper was discovered to be damaged with a bd syringe 5ml saline fill. The following information was provided by the initial reporter, translated from chinese to english: in normal usage, stopper was found damaged.